Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated no trigger, augmentation below limit set and faults 57 alarms. Blood was seen in the tubing. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated no trigger, augmentation below limit set and faults 57 alarms. Blood was seen in the tubing. There was no reported injury to the patient.